Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted. Technical services suggested reprogramming options. At this time, this pacemaker remains in service and there were no additional adverse patient effects reported.